Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 99% stenosis. The vessel diameter was 4 mm and the lesion length was 15 mm. A 1.2x6 mm rx tenku balloon catheter was advanced, resistance was felt with the lesion and the balloon was inflated; however, the balloon ruptured on the first inflation at 10 atmospheres. The 1.2x6 mm rx tenku balloon catheter was withdrawn from the patient anatomy without resistance. Therefore, the lesion was further dilated with a 1.25x10 mm non-abbott balloon catheter and a 2.0x15 mm non-abbott balloon catheter. There was reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age - reported to be (B)(6). Concomitant products: guide wire: xt-r, sion blue; guide catheter: launcher 6fr al1.0. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.